Event description:
A pt reported experiencing inaccurate erratic results with a ot basic original meter. The pt's blood glucose results was 127mg/dl (this is the only reading provided in the reported issues). Tests were done less than 10 mins apart with a difference of greater than 20%. Pt did not experience any adverse events. No further info has been reported.